Event description:
The lens was placed in the pt's right eye by the md. After placing the lens, the md noticed that the lens was cracked. The lens was removed and replaced.====================== manufacturer response for intraocular lens, (brand not provided)======================

Event description:
The lens was placed in the pt's right eye by the md. After placing the lens, the md noticed that the lens was cracked. The lens was removed and replaced.====================== manufacturer response for intraocular lens, (brand not provided)======================